Event description:
The customer reported obtaining three patient sample results erroneously high for sodium (na) on the ion selective electrode (ise) module of the au680 analyzer (pn b96696, sn (B)(6)). One of these affected patient sample result was released from the laboratory. The customer subsequently re-tested the sample on a different analyzer, obtaining acceptable results, and submitted a corrective action report. There was no report of changes to treatment, injury or death associated with this event. The customer did not provided patient demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) provided troubleshooting assistance to the customer and identified the issue is probably caused by a malfunctioning electrode. The customer replaced the sodium electrode assembly and the issue was resolved. Section a2, a4 and a5: information not provided by the customer. The beckman coulter identifier is (B)(4).